Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/23/2015. The fse found a blockage in the waste line pathway. The fse replaced the waste line, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the baths of the coulter act diff 2 analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.